Event description:
It was reported that an ilet pump intermittently shut down despite the device showing adequate battery charge, and logs indicated the pump powered off without a manual shutdown and required placement on a charging pad to reboot, displaying a blue lock with a blue circle. Investigation included review of device logs, user troubleshooting, and verification of shipping details for device exchange. Investigation of this case revealed unexpected device power loss inconsistent with reported state of charge. There were no reported adverse clinical effects. Outcomes included no reported impact on care beyond temporary interruption of insulin delivery and the need for product replacement. It was concluded that the device exhibited a malfunction of the power or battery control system, and the user was instructed to maintain backup therapy.